Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced tube push off the non-patient needle during use. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following under g3 was added as a correction to MFR report #9617032-2024-00383: g.3. Report source other: adr. H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally evaluated for tube push off and all tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced tube push off the non-patient needle during use. There was no report of patient impact.